Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges meter exploded. Caller reported meter looks fine and also the battery is still normal, but underneath the battery it seems burnt and it also smells, 'burny". No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
Failure analysis indicated that the lcd had a marbled/melted display appearance and the meter does not turn on. It was also noted that there were black marks/arc damage to the metal bezel and burn marks on the bottom housing. The damage identified with the returned meter can only be caused by exposure to high electronic power fields external to the meter. The batteries used for the meter are not capable of generating the energy required to cause this damage. This damage could not occur during the manufacturing processes or at any other stage while the device is under the control and handling of the manufacturer. While it cannot be determined exactly what actions were taken by the customer or to what power source the device was exposed, the observations in this case for the returned meter are very consistent with the damage induced by microwave exposure/esd stress to the meter during the experiments.